Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe ll s/c 56 had broken plunger and leakage through stopper

Manufacturer narrative:
Investigation summary: one photo was provided for evaluation. The photo shows a syringe with the stopper all the way down. It shows a drops of a red substance over the stopper adhered to the barrel wall therefore failure mode is verified. From the photo it is not possible to confirm any damages to the plunger rod. A definitive root cause could not be determined based on the photo provided. Additionally, one sample was received. Visual inspection was performed. One of the plunger rod ribs is damaged. The syringe has residues of a red substance, possibly blood, it is contaminated; therefore, no additional testing can be performed as it represents a safety risk for the associates handling complaints. Failure mode is verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe ll s/c 56 had broken plunger and leakage through stopper.